Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot =null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records to the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received , this complaint will be updated.

Event description:
After the review of medical records, it was stated that the patient was revised to address pain, elevated metal ions, and large fluid collection.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and sticker sheets received. After review of medical records, revision notes reported that there was corrosion on the trunnion while the stem and cup were noted to be well positioned and well fixed. Doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4).

Event description:
Update aug 7, 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. Part and lot information were provided. This complaint was updated on: aug 21, 2017.

Manufacturer narrative:
Litigation received. Litigation alleges pain, swelling, inflammation, and damage to surrounding bone and tissue, spread of metal throughout the body and lack of mobility. It also alleges that these symptoms were the result of possible loosening of the implant, fracture of bone around implant, dislocation or spread of metal debris from the head and cup rubbing and rotating against each other. There were no medical records to the alleged loosening, fracture, dislocation and metal debris. Shall there be new information received , this complaint will be updated. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.